Event description:
The device involved in the incident was not returned for evaluation. Therefore, the info provided is based on general testing and info rather than testing of the actual device. 1.1 the power cord and strain reliefs on the stryker model 3000 mps bed meet the ul544 standard for medical and dental equipment standard as tested according to 7.2.3.5 (copy enclosed). 1.2 a failure analysis has not been conducted on the strain reliefs due to the fact that during testing failure did not occur and this is the first reported incident of failure in the field. 1.3 the success of the ul test results coupled with the fact that this is the only reported incident of failure of this type leads to the conclusion that this was an isolated incident. 2. A stryker svc rep inspected the bed and found that the strain relief was missing. There were cuts in the cord where the strain relief should be. This appeared to have happened because of the bed being moved without being unplugged first. 3. This is the first reported incident of this type. 4. Due to the circumstances of this incident and the fact that this is the only reported incident of this type it has been determined that remedial action is unnecessary.